Event description:
The user facility reported an insufficient gas exchange using the capiox fx15 device. Follow up communication with the user facility reported the following information: (1) blood gas samples were 35 minutes after cpb was conducted: (2) there was changes in the savo2 , sao2 and paco2; (3) manual ventilation was performed in order to recover the arterial saturation; (4) another sample was taken for arterial gases and seen see changes in pao2 : 53 mmhg and sao2 : 83%; (5) 100% oxygen was applied but the condition of the patient was not recovered; (6) it was necessary to go out from the cpb and continued manual ventilation because the oxygenator did not cover the requirements and needs of the patient; (7) the procedure was completed successfully; and (8) there was no harm to the patient.

Manufacturer narrative:
As stated, this report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00007 to provide the return sample evaluation results. The involved device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample was rinsed and dried and tested for its gas transfer performance in accordance with the factory's shipping inspection protocol, no anomalies were revealed. The actual sample, after having been rinsed and dried, was verified to be the normal product. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production related problems. A search of the complaint file did not find any other report with the involved product/lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reported observed conditions. However, there is no indication that the reported event was related to a product malfunction or defect. Device labeling does address the potential for such an event in the instructions-for-use by statements such as: "start gas supply with v/q=1 andfio2=100%, then make adjustment based on blood gas measurements. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted , briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 15l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00007 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device was returned to the manufacturing facility and evaluation is currently in progress. A follow up report will be submitted when the investigation is complete. A review of the gas transfer performance test record of the involved fiber lot# (the fiber lot# used for the actual sample) confirmed there was no anomaly in the test result. A review of device history record and product release decision control sheet of the involved product/lot# combination confirmed that there were product related problems. A search of the complaint files confirmed that this product/lot# combination has not been reported. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). The device is currently under evaluation.